Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The identified condition was verified. The device was found out of specification in relation to the identified no audio condition and found to be caused by a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, it was identified that a spectrum pump experienced a no audio condition. There was no patient involvement. No additional information is available.